Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
It was reported patient had multiple ER visits due to pain over her lateral chest wall that she attributes to the vns. Patient complains of pain over her scar and feels that the vns is moving around and is overall uncomfortable for her. Physician states they did interrogate the device and all output currents remain at zero which is where they were set at the time of surgery. Patient reports that anywhere she touches over the vns is painful and states that she does not appreciate any swelling to skin changes. Explant is planned for patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information received from physician reports that patient had explant of generator. Explant was due to patient comfort and no migration occurred. The pain at the device site was due to presence of vns device. The device was disabled for 6 months. No other relevant information has been received to date. Explanted device has not been received to date.